Event description:
It was reported that the customer was unable to link the sensor to the insulin pump. The customer was then hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose at the time of the call was 281 mg/dl. The customer also saw that there were calibration error alerts and weak signal alert in the insulin pump's alarm history. The customer also stated that there were issues with the transmitter. Troubleshooting was done. Advised that the transmitter was functioning correctly. Advised to call back when issues with the sensor occurred in order to properly troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.